Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and experienced high blood glucose level of 270 mg/dl. The customer was assisted with high blood glucose troubleshooting. Customer's blood glucose level was 396 mg/dl during the call. The customer treated with the insulin pump. The customer also reported being hospitalized from (B)(6) 2017 to (B)(6) 2017 for a blood glucose level of over 400 mg/dl. Leading to hospitalization, the customer was vomiting blood, bile, and elevated blood glucose. Per the healthcare professional, intestinal infection made blood glucose difficult to control. The customer was released after six days with maintained sugars. The customer was wearing the insulin pump during hospitalization. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer mentioned experiencing low blood glucose level in the low 60s. The insulin pump passed the high pressure test. The customer stated receiving motor error alarm during the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind and the displacement test and manual prime were successful. The customer was advised to monitor and call back if the issue recurs. The insulin pump will not be returned for analysis.